Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced hypoglycemic symptoms and low blood pressure while the cgm was reading 160 mg/dl. A finger stick was performed and the blood glucose reading was 44 mg/dl. The patient was aware enough to call his son, who called an ambulance. The patient was taken to the hospital and was treated with glucose. At some unspecified point during the event the cgm was reading 295 mg/dl and the blood glucose reading was 136 mg/dl. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.